Manufacturer narrative:
(B)(4). Limited tissue ingrowth. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Results: inconclusive - the explanted mesh showed the non-resorbable, large pore, monofilament polypropylene mesh which shows minimal persisting foreign body reaction with minimal fibrosis. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported that a patient underwent an open umbilical hernia repair on (B)(6), 2011 and mesh was used. After the procedure, the patient developed a new hernia in the epigastric area due to an asthma attack and a large bout of coughing. During the laproscopic procedure on (B)(6), 2011 to fix the epigastric hernia, the surgeon found that the mesh used on the umbilical hernia had limited tissue ingrowth and small adhesions. The surgeon removed the mesh that was used on the umbilical hernia and repaired that hernia with physiomesh.